Manufacturer narrative:
Pr 9347984 follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Through visual inspection, the tip is observed to be detached from the syringe, remaining in the luer of the mating component. A device history review was performed for reported lot 2305766, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. No issues related to the reported incident were found. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is likely the tip broke due to force used the engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Event description:
When connecting the luer lock connector of the syringe into the stopcock, the connector breaks and remains inside the stopcock. Lour lock breaking.

Event description:
When connecting the luer lock connector of the syringe into the stopcock, the connector breaks and remains inside the stopcock lour lock breaking

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.